Manufacturer narrative:
MDR 3003442380-2024-03409 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported the events of infusion set leaking with 3 infusion sets at site between 05-apr-2024 for one event and 06-april-2024 for two events. The infusion set had been used for 2-8 hours for all the events. The blood glucose level was high at the time of events with presence of moderate ketone value. On (B)(6) 2024, blood glucose was noted between 300-400 mg/dl. Therefore, the patient was treated with correction injection via mdi. The patient replaced infusion set and resumed insulin successfully. No further information available.